Manufacturer narrative:
(B)(4).

Event description:
B. Please confirm if the instrument was used during surgery. If yes, was surgery time extended? It was used in surgery successfully. Unable to detach post op by ssd. C. What was the duration of the delay? No delay. D. Lot number: sigma hp system handle (202499111). Sigma hp system handle (202499111). I was not sent the lot numbers I am afraid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.